Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing thresholds on the right ventricular (rv) lead connected to this pacemaker were high. It was also noted that there was loss of capture, resulting in asystole greater than two seconds. The rv lead was surgically abandoned and replaced. This pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.